Manufacturer narrative:
The product was returned with the membrane folded inside of the t-handle and blood found on the exterior of the catheter. Four kinks were observed on the catheter approximately 76.2 cm, 75.7cm, 73.1cm and 29.2cm from the iab tip. Additionally, an inner lumen kink was observed 29.2cm from iab tip. The extender tubing was returned. - a sensor output test was performed, and the sensor was found to be within specification the reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic failure occurred. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).